Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt suffered a large cerebrovascular accident (cva) due to a clotted right middle cerebral artery (mca). The pt was sent for an embolectomy which unfortunately failed. It is unk if the event was pump related or not. The pt remains ongoing and no further info has been provided to the MFR.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.

Event description:
Information received on 12/10/2014 indicates that the patient remains ongoing.